Event description:
Patient was revised due to poly wear of the insert and patella components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.